Event description:
It was reported that during the procedure, it was found that a floating substance like white plastic size 1-2mm, under the arthroscopic image. This substance found during drilling for q-fix. Therefore, the surgeon suspicions of the substance come from this product. However, it is unknown where the floating substance come from actually. The surgeon lost visual contact of the floating substance. Therefore, it is unknown whether the substance remains in the patient or eliminated from body via perfusion. No significant delay or patient injury reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as MDR for evaluation. There was no relationship found between the device and the reported incident. Visual inspection of the device shows a missing tip and a bent and loose shaft. The drill and the obturator were in good condition. Functional evaluation could not be performed as the shaft is extremely bent. The complaint was not verified as there is no floating substance visible. The root cause could not be determined with confidence. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event are outlined in the precautionary states in the in this case the bent shaft may could cause an error in use. There were no indications to suggest the device did not meet product specifications upon release into distribution.